Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During normal device replacement, inhibition of pacing was observed while the physician was using electrocautery. The physician alleged a device malfunction. The patient was in stable condition. Further information was requested but is not available.